Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that while using a bd 25ga needle green foreign matter was discovered. There was no report of patient impact. The following information was provided by the initial reporter, translated from (B)(6) to english: this is a report about foreign matter with the use of bd's needle. The customer uses this product for covid-19 vaccination (moderna). According to the customer's report, a green floating substance was observed in the syringe barrel. The customer has already reported this to takeda and terumo (tesumo's response is that the substance is polycarbonate).

Event description:
It was reported that while using a bd 25ga needle green foreign matter was discovered. There was no report of patient impact. The following information was provided by the initial reporter, translated from japanese to english: this is a report about foreign matter with the use of bd's needle. The customer uses this product for covid-19 vaccination (moderna). According to the customer's report, a green floating substance was observed in the syringe barrel. The customer has already reported this to takeda and terumo (tesumo's response is that the substance is polycarbonate).

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2021-12-22. H6: investigation summary as a lot number was unknown for this incident, a review of the production history records could not be performed. To aid in the investigation of this issue, the affected sample and a fourier-transform infrared (ftir) spectroscopy analysis report were provided for evaluation by our quality engineer team. The ftir analysis revealed that the foreign matter found in the product was polycarbonate (green color). This type of foreign matter could originate from an accumulation of powder from the racks used during the assembly process. In order to move the product pieces through the assembly process, the needles are placed within green plastic racks. Due to friction between the racks and the machine rails, small amounts of plastic powder can be produced. An accumulation of the rack powder could remain on the needle surface due to static electricity. Bd keeps the particulate matter to extremely low levels due to the stringent preventive measures in place. The entire assembly and packaging process takes place in an environmental controlled room where good manufacturing practices are followed. H3 other text : see h10.